Event description:
2/10/98 baxter became aware of several occurrences where the 250 ml anticoagulant solution bags were depleting before the plasmapheresis procedure was completed on the auto-c. The first report involved six different auto-c instruments, and indicated the "air push" alarm alerted the techs, however, no check 230 ml alert was heard. The procedures were stopped in each initial report and the blood was not re-infused to the donors. 2/12-24/98 follow up account visits, sample evaluations and calls to multiple customers by baxter, identified that some customers were experiencing anticoagulant bag depletions without the check 230 ml alert, or they were noting the bag to be down to 5-10 ml and the 230 ml alert had not activated. Still others indicated they were getting the 230 ml alert. Many more indicated having no issues at all. No donor serious injury has occurred in association with this or any of the reported events. 3/5/98 subsequent reports, after 3/3/98 recall letter, identified plasma facilities re-infusing their donors and changing to another anticoagulant bag without incident or injury to their donors. Specific to this report: this customer reported, via cqa complaint logs, four more events, in which the anticoagulant bag depleted before the end of the procedure. A follow up phone conversation with the customer, by cqa on 3/13/98, identified that for most of these events, a tp blood message alerted the operator first and then the air push alarm. The check 230 alert was not activated. The donor in each report was not re-infused, the procedure was concluded, and each donor left in good condition. This is the second of the four reports and it occurred on 3/2/1998. It was also verified that this customer had received the recall letter dated 3/3/98 and this customer is now using 500ml anticoagulant solution bags.